Event description:
During a tha procedure, a drill bit broke while preparing a hole for a bone screw to secure an acetabular shell. The surgeon assessed the situation and determined to leave the broken portion of the drill bit imbedded in the acetabulum. Another hole was prepared and a bone screw used to secure the shell.

Manufacturer narrative:
Non-sterile, reusable instrument.